Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective device change out, suspected externalized conductor was noted under fluoroscopy. The lead was capped and replaced on (B)(6) 2017 without incident.